Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) ranging from 211-450 mg/dl. During troubleshooting with tandem's technical support, the customer noticed an air bubble 5 inches from the cartridge. The bubble was successfully primed out of the tubing. Additionally, it was reported that there was discoloration on the tubing.